Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiples minimum fill notifications occurred after filling multiple cartridges with 300 units of insulin. The customer¿s blood glucose level reached 192 mg/dl. Customer reverted to manual injections for alternate insulin therapy. Multiple attempts were made by tandem technical support to follow-up with the customer; however, all were unsuccessful.